Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed error code 42224. The cause of the reported issue was a fluid ingression. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed error 42224.there was no reported patient involvement.